Manufacturer narrative:
Concomitant medical products: 3487a-56 lead, implanted: (B)(6) 1998, 7425 ipg, implanted: (B)(6) 1998, 7495-25 neuro extension, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after receiving multiple shocks and falling with head and neck pain. A remote monitoring transmission indicated that the patient had been treated for a ventricular fibrillation (vf) episodes but the rhythm was suspected to be supra ventricular tachycardia (svt). The shocks were suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.